Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument (part #430004-62; lot #k10251006-0004) to perform failure analysis. The mcs tip cover accessory (part #430035) was not returned with the instrument. The mcs instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.06mm x 1.76mm in size. Additional findings not reported by site was that the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The broken piece was not returned with the instrument.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument detached, and a 2 mm fragment of plastic broke off from the tip connection area, fell into the patient and was retrieved during the same procedure. The procedure was completed with a delay of greater than 30 minutes. A post-operative x-ray was performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and the mcs tip cover accessory were inspected prior to use, and no damage or anything out of the ordinary was observed during the inspection. During surgery, the mcs tip cover accessory fell inside the patient while the surgeon was performing a dissecting task. The accessory was retrieved during the same procedure. The surgeon does not know what specifically caused the accessory to slip off or break. Throughout the procedure, the surgeon did not notice any issues with the functionality of the mcs instrument, and there were no collisions with other instruments. The mcs tip cover accessory appeared to be properly installed during the procedure, although details regarding the visibility of the orange surface, use of the installation tool, or application of lubricant were not provided. It is also unknown whether a reducer was used. There was no difficulty removing the instrument and accessory, and the instrument wrist was straightened upon removal. After the event, the surgical staff did not observe any damage on the accessory, instrument, or cannula. The procedure was completed robotically without conversion or abortion. Both the mcs tip cover accessory and the mcs instrument are available for return to intuitive surgical for evaluation, although there are no photographic images or video recordings available for review.